Manufacturer narrative:
UDI #: n/a .

Event description:
The user is reporting the device did not shock as expected during a patient rescue event. The device gave the "replace battery" message. The patient did not survive.